Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following an uncomplicated subcutaneous implantable cardioverter defibrillator (s-ICD) implant, successful defibrillation testing, returning a post-shock impedance measurement of 100 ohms and time to therapy of 13 seconds were exhibited. Furthermore, normal pre-induction sensing and a post-shock sinus rhythm were confirmed. The pocket was closed to complete the procedure, at which time the patient's heart rate dropped to 20 bpm and high pressure and low saturation were exhibited. The patient then went asystolic and a request made to turn the device off and immediately administer cardiopulmonary resuscitation (CPR). CPR was performed for approximately 40 minutes, in addition to an external shock due to an observed ventricular fibrillation (vf) and external pacing. A temporary pacing wire was attempted and an echo performed; very little heart movement was observed. The patient eventually returned to sinus rhythm and stabilized; however remained intubated. The following days, the patient's condition worsened and CPR resumed however, the patient passed away. The physician believed the procedural adverse reaction was the result of lidocaine toxicity. The patient had been under general anesthesia. There were no allegations against device functionality as a cause or contributor in the patient's death. The death was described by the physician as anesthesia toxicity, unrelated to the implanted system. The patient presented for implant with a low ejection fraction of 20 percent and a primary prevention indicator. Pre-implant screening was acceptable in primary and secondary vectors with an x-ray showing a centrally located heart; right sided implant was selected and completed. The device was confirmed off at the time of death. The unit was removed and expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.